Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Display was activated by itself. Customer changed the battery and again the display self activated. Device being returned for button malfunction. No adverse event alleged.